Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Current blood glucose level was 300 mg/dl. Customer had symptoms of nausea, vomiting and abdominal pain. Customer was been using insulin pump within 48 hours of reported high blood glucose event. Customer was not using insulin pump on auto mode. Troubleshooting was successfully performed and customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.